Manufacturer narrative:
Follow-up #1: date of submission 3/30/16. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2016@8:54pm, no activity outside of normal use, tdd add up correctly and reflect the programmed basal rate target -¿ez-prime¿ steps were performed correctly; no delivery interruption or alarm occurred during the investigation, the product delivers within spec, unable to duplicate ¿inaccurate delivery¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) this complaint is being reported because the reported issue was not resolved with troubleshooting. There is a discrepancy >5% in the bolus totals. )there was no indication that the product caused or contributed to an adverse event.